Manufacturer narrative:
No unique donor or serial numbers were provided in order to conduct a manufacturing records re-review.

Event description:
Doctor indicated non-integration of membrane and the event date was reported as (B)(6) 2018.